Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  the right ventricular (rv) lead exhibited high rv thresholds, intermittent rv capture and  rv diminished sensing. The lead had appears to have had an increased in rv threshold shortly after implant the intermittent capture was seen at max output both true bipolar and integrated bipolar. A decision was made to revise the lead. When the helix for the lead was pulled back with no issue and the lead was reposition in a more apical position. However the helix, would not deploy at this location after multiple attempts. It was suspected that there was tissue in the distal end / helix which prevented the helix extending. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the lead helix would not extend due to the driveshaft lug being stuck on the retraction stop. Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited high rv thresholds, intermittent rv capture and rv diminished sensing. The lead appeared to have had increased thresholds shortly after implant. The intermittent capture was seen at maximum output in both true bipolar and integrated bipolar. A decision was made to revise the lead. When the helix for the lead was pulled back with no issue, the lead was repositioned in a more apical position. However, the helix would not deploy at this location after multiple attempts. It was suspected that there was tissue in the distal end / helix which prevented the helix extending. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.